Manufacturer narrative:
This report is submitted on 12 march 2020.

Event description:
Per the clinic, the patient experienced infection at abutment site and was treated with oral, topical and IV antibiotics, however the issue could not be resolved. Subsequently the patient was placed under general anaesthesia and underwent skin revision surgery and replaced abutment.